Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission showed high right ventricular (rv) lead thresholds. Per the lead trends this is a chronic issue. No programming changes were requested, and the lead remains in use. No patient complications have been reported as a result of this event.